Event description:
I went to put a new (in the package) dreamwear nasal cushion(small) on my mask----the cushion had a really strong odor that prevented me from using it. I have 4 unopened ones and one that I couldn't use. I slept without a mask last night. Lot 130330, ref 1116740. All have the same numbers. (B)(6). Below you're asking about a photo--taking a picture wouldn't show the smell. It¿s not the CPAP machine--it¿s the mask.